Event description:
Pt placed on both an abbott lifecare 5000 infusion system & a datascope passport vital sign monitor, pt apparently connected blood pressure inflation tubing to IV medication port. Pt received an unknown amount of air via datascope & lifecare devices.